Manufacturer narrative:
(B)(4). The customer reported that the device ready for use indicator (rfu) displays red x, chirps and the device locks up and is inoperative. The battery must be removed to reset the device and the problem returns there was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device ready for use indicator (rfu) displays a red x, chirps and the device locks up and is inoperative. There was no pt involvement.